Event description:
It was reported, the customer experienced low blood glucose. Customer's blood glucose declined to 34 mg/dl. The customer treated their blood glucose with a sweet beverage. The customer's last known blood glucose was 234 mg/dl. The customer also reported having sensor issues. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.